Manufacturer narrative:
Additional information: blocks b5 and h6 patient code have been updated based on the clarification received from the customer. Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two solyx sis system devices were used during a urethral sling procedure performed on (B)(6) 2020 to treat incontinence. According to the complainant, during the procedure, the mesh detached from the mesh carrier inside the patient. A second device was opened and the same issue occurred. The procedure was cancelled and there is no current plan to reschedule the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. ---additional information received on (B)(6) 2020--- the detached mesh carrier was not removed from the patient. An attempt was made but it was too deep in the anatomy.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two solyx sis system devices were used during a urethral sling procedure performed on (B)(6) 2020 to treat incontinence. According to the complainant, during the procedure, the mesh detached from the mesh carrier inside the patient. A second device was opened and the same issue occurred. The procedure was cancelled and there is no current plan to reschedule the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.